Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was 545 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose was performed. Customer advised the auto mode feature was off and not automatically delivering insulin at the time they experienced high blood glucose levels. Customer advised the insulin pump died overnight which resulted in high blood glucose levels. Customer declined to troubleshoot the insulin pump and their high blood glucose levels. The insulin pump will not be returned for analysis.